Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the site's dell handheld computer displayed the error message. "Storage card warning: would you like the system to format the storage card folder so that the system can use it?. Warning, if you select yes, any files in the storage card folder will be erased." Troubleshooting was able to resolve the issue.